Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx partially covered stent was to be used for biliary drainage and to treat a malignant stricture in the distal bile duct during an endoscopic balloon dilation (ebd) procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to expand. The stent was removed from the patient and a wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on january 7, 2019 that a wallflex biliary rx partially covered stent was to be used for biliary drainage and to treat a malignant stricture in the distal bile duct during an endoscopic balloon dilation (ebd) procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to expand. The stent was removed from the patient and a wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6) 2019. Product investigation result: a fully constrained wallflex biliary rx partially covered stent and delivery system were returned for analysis. Visual examination of the returned device found the outer sheath at the end of stiffening mandrel was kinked. The inner member and the clear outer sheath at the guidewire access sheath (gas) section were also kinked. Functional evaluation revealed the stent could be deployed without any resistance. The stent fully expanded and was measured to be within specifications. No other issues with the device were noted. The complainant confirmed the correct device was returned for analysis. The reported event of stent failed to expand was not confirmed. The investigation concluded that the damages noted to the delivery system were most likely a result of re-packaging of the device for return or handling of the device post procedure outside of the patient. Therefore, the most probable root cause of the reported event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.